Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: under heavy tension with a suction irrigator in the instrument, the cannula snapped in half a couple of cm below the hub. The original 5mm incision had to be extended to approx 1 inch to retrieve the cannula. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.